Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint was received into the company in the form of a literature paper with the following comment: literature article entitled, ¿late nontraumatic dissociation of the femoral head and trunnion in a total hip arthroplasty¿ by simon j.m. Parker, et al, published by case reports in orthopedics (2013), vol. 2015, article ID 738671, 5 pages, http://dx.doi.org/10.1155/2015/738671. No products were received and no further product information was received. The literature paper was forwarded to clinical specialists for review. They commented: the authors present a case of late nontraumatic dissociation of the head-neck interface, more than 10 years after insertion. A 58-year-old woman with a bmi of 35 kg/m2 suffered with hip dysplasia and had a left total hip replacement in 2002 at another institution. Depuy ultima components were used including a cemented polished tapered c-stem femoral component with a 28mm diameter cobalt-chrome (cocr) modular head, articulating with a 28mm cocr acetabular bearing surface secured in a 54mm titanium alloy uncemented cup. She reported occasional mild pain and limp and some mild to moderate difficulty with everyday activities such as shopping, housework, and most notably putting on shoes and socks. In (B)(6) 2013, more than 10 years after her initial operation, she stood from a seated position and heard a loud ¿clunk,¿ followed by pain in the hip associated with difficulty walking. Radiographs demonstrated a complete dissociation of the modular femoral head from the stem, which was dislocated. The femoral head remained in its cup. There was no evidence of osteolysis or loosening of the cup or stem. Intraoperatively, the authors noted mild wear on the trunnion, prompting concomitant stem revision, and black debris around the inner surface of the head with mild metallosis. The cup and c-stem were both well fixed. There was no evidence of wear or impingement affecting the outer articulating surface of the head or metal liner. The soft tissues were grossly unaffected. The removed components were sent to the london implant retrieval centre (lirc) for metrological analysis using coordinate-measuring machine (cmm) dimensional measurements and optical interferometry roughness measurements. Wear was noted on the cup, liner, and head. The patient was revised and there were no further complications at follow-up. Without returned parts, no further investigation of the associated products can be made. No investigation as to manufacturing defects can be made without product codes and batch numbers. Post-market surveillance is per (B)(4). No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿late nontraumatic dissociation of the femoral head and trunnion in a total hip arthroplasty¿ by simon j.m. Parker, et al, published by case reports in orthopedics (2013), vol. 2015, article ID 738671, 5 pages, http://dx.doi.org/10.1155/2015/738671, was reviewed for MDR reportability. The authors present a case of late nontraumatic dissociation of the head-neck interface, more than 10 years after insertion. A (B)(6)-year-old woman with a bmi of 35 kg/m2 suffered with hip dysplasia and had a left total hip replacement in 2002 at another institution. Depuy ultima components were used including a cemented polished tapered c-stem femoral component with a 28mm diameter cobalt-chrome (cocr) modular head, articulating with a 28mm cocr acetabular bearing surface secured in a 54mm titanium alloy uncemented cup. She reported occasional mild pain and limp and some mild to moderate difficulty with everyday activities such as shopping, housework, and most notably putting on shoes and socks. In (B)(6) 2013, more than 10 years after her initial operation, she stood from a seated position and heard a loud ¿clunk,¿ followed by pain in the hip associated with difficulty walking. Radiographs demonstrated a complete dissociation of the modular femoral head from the stem, which was dislocated. The femoral head remained in its cup. There was no evidence of osteolysis or loosening of the cup or stem. Intraoperatively, the authors noted mild wear on the trunnion, prompting concomitant stem revision, and black debris around the inner surface of the head with mild metallosis. The cup and c-stem were both well fixed. There was no evidence of wear or impingement affecting the outer articulating surface of the head or metal liner. The soft tissues were grossly unaffected. The removed components were sent to the london implant retrieval centre (lirc) for metrological analysis using coordinate-measuring machine (cmm) dimensional measurements and optical interferometry roughness measurements. Wear was noted on the cup, liner, and head. The patient was revised and there were no further complications at follow-up.